Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2019-02106; 3005168196-2019-02107.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, while advancing a ruby coil through the lantern, the physician reported that the ruby coil was not advancing smoothly. Subsequently, the pusher assembly of the ruby coil became bent, and while pulling back and advancing the ruby coil, the physician felt the ruby coil unintentionally detach in the lantern. Therefore, the physician decided to flush it using a 3cc syringe, but it would not advance further. Therefore, the lantern containing the detached ruby coil was removed and the ruby coil was flushed out. After removal, the distal end of ruby coil was noticed to be damaged. The physician then continued the procedure using additional ruby coils. While advancing another ruby coil through the lantern, the ruby coil became stuck in the aortic portion of the lantern. Subsequently, the pusher assembly of the ruby coil became bent, and the ruby coil unintentionally detached inside the lantern when the physician was pulling back and advancing the ruby coil. Therefore, the lantern containing the detached ruby coil was removed and the physician attempted to flush the coil out of the lantern using a 3cc syringe; however, the ruby coil remained inside the lantern. The procedure was completed using additional ruby coils and another microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the proximal constraint sphere was not present on the proximal end of the embolization coil. Offset coil winds were present throughout the coil. Conclusions: evaluation of the first returned ruby coil revealed that the sr wire was fractured, and the embolization coil was stuck within the returned lantern. This type of damage typically occurs if the device is forcefully retracted against resistance. If the sr wire fractures, the embolization coil will detach from its pusher assembly. Further evaluation revealed offset coil winds. These damages were likely incidental to the complaint. Evaluation of the second returned ruby coil revealed a fractured sr wire. This type of damage typically occurs if the device is forcefully retracted against resistance. If the sr wire fractures, the embolization coil will detach from its pusher assembly. Further evaluation revealed offset coil winds. These damages were likely incidental to the complaint. Evaluation of the returned lantern revealed a distal ovalization. If the distal tip of the device is forcefully pinched or gripped, damage such as a distal ovalization may occur. This damage likely contributed to the resistance experienced during advancement of the ruby coils during the procedure. Further evaluation reveled kinks and an additional ovalization on the lantern. These damages were likely incidental the reported complaint. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1.3005168196-2019-02106, 2.3005168196-2019-02107.